Event description:
On (B)(6) 2012, the lay user/patient's reporter contacted lifescan (lfs) alleging that the patient's onetouch ping meter was displaying an unspecified error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported the alleged issue began on (B)(6) 2012 at 12am. As part of the patient's diabetes regimen, the reporter claimed that the patient is on an insulin pump. Due to the alleged issue, the reporter claimed that the patient administered 1 additional unit of novolog insulin. Approximately 5-6 hours later, the reporter indicated the patient had symptoms of "ketones". In spite of the symptoms, the reporter claimed that the patient did not seek medical treatment. At the time of troubleshooting, the cca noted the patient/reporter was unable/unwilling to perform a blood retest. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient's reporter claims the patient was unable to test his blood glucose due to the reported issue and developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (08/07/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(6), 2012 and evaluated by product analysis (pa) on (B)(6), 2012 with the following finding: the meter involved with this complaint failed testing. The meter was found to have spc pins 2 and 3 lifted high. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. At this time, lifescan considers this matter closed.